Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported receiving little shocks the prior evening and beeping possibly coming from the implantable cardioverter defibrillator (ICD). Follow up yielded that the patient was seen in the hospital on the day of the report. No information was available as to whether the ICD was beeping or the patient in fact received any shocks. The ICD remains in use. No further patient complications have been reported as a result of this event.